Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Hospital policy.

Manufacturer narrative:
An event regarding arthrofibrosis involving a triathlon tibial insert was reported. The event was not confirmed. Device evaluation not performed as no devices were returned. Medical evaluation not performed as no medical records were provided for review. Device history review. There have been no relevant reported discrepancies for the referenced lot. Complaint history review. There have been no other similar reported events for the lot referenced. The exact cause of the event could not be determined because insufficient information was provided for review

Event description:
It was reported patient had a revision of right knee due to arthrofibrosis. Doctor removed insert, baseplate and femoral component.

Event description:
It was reported patient had a revision of right knee due to arthrofibrosis. Doctor removed insert, baseplate and femoral component.